Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that he had a problem getting the filter off since the red zip tie around where it goes on to the compressor was melted due to hot temperature, causing it to get stuck and sheared off as he tried to remove it from the avea ventilator. There was no patient involved in the reported event.